Event description:
The customer reported that while monitoring a pt the device began beeping / displayed a red x / shutdown. The customer substituted the device with another defibrillator. There was no adverse pt impact.

Manufacturer narrative:
(B)(4). The customer reported that while monitoring a pt the device began beeping / displayed a red x / shutdown. The customer substituted the device with another defibrillator. There was no adverse pt impact. The hospital biomed evaluated the device. The device was powered off and back on and a test discharge into a test load was done. The red x had cleared. There were no error codes in the status log and the device functioned normally. The philips repair bench in canada evaluated the device. The repair bench found no error codes displayed and found no error codes in the device status log. There was no error indication and no indication of malfunction. The device passed several days of testing. Based on the customer's report, we are considering this a malfunction. Since no symptom could be duplicated and the device passed all testing, we cannot determine the cause of the customer's reported issue.